Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic sleeve gastrectomy, the device had a poor staple formation, it only fired half way through, and also the knife did not advanced beyond the staple line. Another device was used to complete the case. There was no patient injury.